Event description:
It was reported that the patient underwent a posterior fixation surgery at t9-l4. Levels t12 and l1 were not instrument due to a tumor. It was reported that the rod was seated and set screws loaded at all instrument levels except t11 where insitu benders were being used to seat the rod when the rod broke. No patient complications were reported.

Manufacturer narrative:
(B)(4): the rod has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
Info received indicates the nurse call inoperable from bed.

Manufacturer narrative:
Visually confirmed rod broken. Witness mark below fracture initiation site suggests failure due to bending moment; fracture surface morphology (fairly flat fracture with shear lip), also suggests bending moment. Fracture surface is significantly damaged, and does not provide additional information relevant to root cause determination.